Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they did not have all of their equipment with them to troubleshoot and will be calling back for further troubleshooting. The reason for call was pt stated that they were having issues with their external devices. Pt stated "it was just spinning and spinning". Patient services (ps) attempted to clarify what the pt was doing when they started having issues and asked if they were charging their implant. At first pt said they weren't charging their implant when the issues started happening but then later made it sound as if they were charging their implant. Pt stated both their implant battery and controller battery said they were 100% but when they stopped charging their implant, the controller alerted them to recharge the device. Ps attempted again to clarify the issue and pt was unclear. Pt used the controller during the call to increase stimulation and it worked as it should. Ps recommended pt to call back when they have all their equipment for troubleshooting. Additional information received. Patient reported they took the battery out and re-inserted and it was working again. Patient reported ins would stay charged for a day or two.